Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, it was noted that the right ventricular lead exhibited failure to sense and capture. Additionally, a kink was noted on the lead. The lead was not used. The patient was discharged.